Manufacturer narrative:
Analysis of the pump revealed battery high resistance. Eval code - conclusion code is being updated for this event. Eval code-result no longer applies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient status was alive, no injury.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 400 mcg/ml clonidine at 109.9 mcg/day, 40 mcg/ml baclofen at 10.99 mg/day, and 40 mg/ml morphine at 10.99 mg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that a code of 8474 - pump reset was seen on the personal therapy manager (ptm). It was stated that at the patient's last refill in (B)(6), the elective replacement indicator (eri) was 4 months. The hcp was unaware of any medical procedures or mris. The code remained unresolved. The critical alarm started "about 1 hour ago." It was later reported that the reset was due to low battery. No symptoms were reported.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received from a healthcare provider (hcp). The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.